Event description:
User reported 4 false positive results. Negative pcr. This is report 4 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(4) (3014862188-2021-00478,477,476: test 1,2,3 of 4).